Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call on 06-feb-2026: customer stated she purchased the correct pen needles to be used with the insulin that she is taking and is working as intended.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the pen needles were not dispensing the insulin. The package was not open or damaged when received by the customer. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. No medical attention associated with the use of the product was reported.